Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow of liquid when the cap was removed. There were also crystals/precipitate outside the device on and around the filling cap. The device contained fluorouracil. This was observed during visual inspection prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 21, 2024 ¿ february 23, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the bladder was observed which suggests possible no flow may have occurred. White drug precipitate/crystal was located next to the fill port cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.